Manufacturer narrative:
The patient¿s date of birth and age were not provided. The patient¿s gender and weight was not provided. (B)(4). Approximate age of device- 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient¿s lactate dehydrogenase (ldh) was elevated and pump thrombosis was suspected. The manufacturer''s technical services representative reviewed the submitted log files and observed power and flow fluctuations throughout the log file; however, power and flow were trending downward overall. The trend was not suspect of pump rotor thrombus. On (B)(6) 2017, the patient underwent a pump exchange for suspected pump thrombosis. No additional information was provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The explanted pump was returned assembled with the driveline severed approximately 1 inch from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the sealed outflow graft and the outflow graft bend relief were also not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed small, pink depositions between the outlet bearing and the stator blades. These deposition¿s lack of laminated layering indicates that they did not initially form in the outlet stator. While the origin of these depositions could not conclusively be determined, the absence of denaturation suggests that they developed acutely. The remaining blood-contacting surfaces were free from any adhered thrombus formations and depositions. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the reported elevated lactate dehydrogenase. Additionally, although elevations in pump power and estimated flow were confirmed in the submitted log files, a direct correlation to the observed depositions could not conclusively be determined through this evaluation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.